Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.3, lab: 3.3. Caller also reported testing twice on inratio2 meter and receiving 6.3 inr both times a day prior to discrepant results above. Patient has been using the meter since (B)(6) 2010 with no issues. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 5.3, reference: 3.3, mean: 4.30, confidence limits: 2.4-6.1. Inratio2 precision data provided by end-user: 1st inr: 6.3, 2nd inr: 6.3, mean: 6.3, sd: 0.00, %cv: 0.00. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. In addition, repeated inratio2 test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, (B)(4) discrepant result complaints were reported for lot #248203, yielding a complaint rate of 0.077%. Action threshold monitored by qa for corrective action (>0.07%) was reached. Strip lot in complaint has strip code bd5e8 with brick lot #237419, which was assigned and packaged into two strip lots (#248203 and #247452). (B)(4) total complaints have been reported for lots #248203 and #247452, yielding a complaint rate of 0.087%. Due to this low occurrence rate, below the total complaint action threshold of 0.10%, no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.